Manufacturer narrative:
The customer reported a large bubble where the tubing had bulged out, and returned two samples, one opened, and one unopened, of material 2420-0007, lot 25105054. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water, and capped then pressurized. The issue of ballooning in the pump segment was verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is traced to potential clinical practice, and a member of our clinical team has been notified.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was ballooning the following information was received by the initial reporter with the following verbatim it was reported by the customer that a large bubble in the tubing where the tubing had bulged out with the fluid still in the tubing.